Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and grade 3 cystocele on (B)(6) 2011 and mesh was implanted. It was reported that patient underwent mesh revision/removal on (B)(6) 2011, (B)(6) 2011, (B)(6) 2011, (B)(6) 2011 and on (B)(6) 2013. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent da vinci assisted, lysis of adhesions and resection of peritoneal implants on (B)(6) 2015. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported that following insertion, the patient experienced pain, erosion, vaginal bleeding, vaginitis, urinary tract infection, urgency and urinary incontinence.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.